Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader, and no issues were observed. Reader powered on with button depression. Upon visual inspection "connected to pc" message was observed when the reader was not connected to a computer. The returned reader was further investigated and de-cased. Performed a visual inspection of the reader's printed circuit board assembly (pcba), no issues were observed. The reader self-test were performed and passed. Removed the transient suppressor dn3 chip, reader did not display "connected to pc" message. Therefore, this issue is confirmed to a failed dn3 chip. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device. A "connected to computer" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was able to self-treat with 25 units of novolov. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader mfgd042-g0779 has been returned and is currently in process of investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device. A "connected to computer" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was able to self-treat with 25 units of novolov. There was no report of death or permanent impairment associated with this event.